Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device. This occurred three (3) times and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 e.1. Initial reporter facility name: (B)(6) investigation summary: bd did not receive any samples or photos for investigation. Therefore, 10 retained samples were subjected to functional tests, with 10 samples tested per needle and no issues were observed relating to sleeve function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.